Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed a "gas module error" message. No patient harm was reported. Investigation summary: multiple attempts were made to collect additional information regarding the complaint and to have the device brought in for evaluation. However, there has been no response from the customer. As such, there is not enough information to perform an investigation. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/03/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/09/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/14/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied that the requested information cannot be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas module error" message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas module error" message. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/03/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/09/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/14/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied that the requested information cannot be provided.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas module error" message.no patient harm was reported.